Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to pocket erosion. Reportedly, there was no evidence of infection. Additional information from the field representative confirmed that the icm eroded of the implant incision due to wound dehiscence. This icm was successfully replaced. No additional adverse patient effects. The product is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to pocket erosion. Reportedly, there was no evidence of infection. This icm was successfully replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis.